Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the connector pin was damaged extrinsically. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a procedure, a left ventricular (lv) lead would not fit into the implanted device and was inadvertently dropped onto the scrub table. The lead was replaced and not used. No patient complications have been reported as a result of this event.